Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic. Upon interrogation, it was noted that implantable cardioverter defibrillator exhibited a diagnostics anomaly that led to an error message. The device was reprogrammed. No symptoms were reported.